Manufacturer narrative:
(B)(4) on an unreported date, pd therapy was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis therapy. At the time of this report, the patients¿ effluent is not clear and the patient has not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient made a use error and reused a minicap which resulted in peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection reflin (250 milligrams, frequency and route not reported), injection fortum (250 milligrams each bag, given intraperitoneally, frequency not reported), injection meropenem (1 gram, once a day, given intravenously (IV)) and injection vancomycin (1 gram, once a day, given IV). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.